Manufacturer narrative:
Through follow-up communication with the biomedical engineer, it was reported that an internal evaluation of the device did not reproduce the reported issue. However, the pump claimed in the complaint was returned to livanova (B)(4) for a detailed investigation. During the visual inspection, multiple mechanical damages were observed on the pump and its cover. The functional testing did not highlight any deviation. A test run (36h) with different speeds and different configurations was performed and no deviations could be detected. The error described could not be reproduced or confirmed. The mechanical damages were probably resulting from transport and user mishandling and are not related to the reported malfunction.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was swapped out for the procedure and a loaner unit has been provided to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 roller pump displayed an error message during setup. There was no patient involvement.